Event description:
The user facility reported a 70-year-old male patient who was noted to have bleeding from the eyes, nose, and vascular access sites. The bleeding was thought to be related to disseminated intravascular coagulation (dic). The patient was on extracorporeal membrane oxygenation (ECMO), and at the time of reporting, no heparin was being administered. No additional information regarding patient outcome or further evaluation was provided.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction: section b5 : the patient outcome information was inadvertently left out from the initial report which had been added to this report. The cause of the injury was not determined due to insufficient clinical details. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.

Event description:
Care was withdrawn and the survival outcome at explant is patient expired.